Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 40mmh2o. The valve was hydrated for about 25 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion was noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctkb91, conformed to the specifications when released to stock in 25th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient (doi is unknown). After implantation, the pressure setting had been gradually lowered from 130mmh2o to 100mmh2o to 60mmh2o from (B)(6) 2016. However, ventricular enlargement was noted. The surgeon suspected occlusion and replaced the device with 82-3162 via v-p shunt on (B)(6) 2016. The patient is currently being monitored.